Manufacturer narrative:
Investigation: two photos were received by our quality team for investigation. Upon visual inspection of the photos, one photo shows the packaging and the other one shows the needle assembly with the plastic hub damaged, it has missing about 40% of the top part of the plastic hub. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the quality team's investigation, the root cause of this issue is related to the assembly process during manufacturing.

Event description:
It was reported that the bd¿ blunt fill needle with filter needle hub was cracked. The following information was provided by the initial reporter: "it was reported that the needle holder shows a crack."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle with filter needle hub was cracked. The following information was provided by the initial reporter: "it was reported that the needle holder shows a crack".